Event description:
It was reported to boston scientific corporation that a sling system was used during a procedure to treat stress urinary incontinence. According to the complainant, post procedure, the patient presented with "severe and personal injuries: including vaginal bleeding, severe abdominal pain and swelling, increase in urinary frequency and difficulty emptying her bladder, permanent and substantial physical deformity, and the loss of the ability to perform sexually." It was also reported that the patient has had "numerous" corrective surgeries, "including excision of the mesh between (B)(6) 2008 and (B)(6) 2009".